Manufacturer narrative:
Evaluation: still under investigation.

Event description:
During an initial aaa procedure in 2007, physician landed the main body graft too low. After the final angiogram, physician did not see any problems. That evening the patient complained of pain. A CT showed an endoleak. On the following day, patient had additional procedure in ir (for better imaging). They decided to place an extension cuff to resolve the endoleak. The physician encountered difficulty advancing the extension cuff, so used a 24 fr sheath to straighten out the patient's tortuous anatomy, then went in the extension. After getting the extension up into place but when pulled the 24 fr sheath out the iliac ruptured.